Event description:
This case was initially received via regulatory authority ((B)(6)) on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("extreme fatigue") and disturbance in attention ("difficulty concentrating"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue and disturbance in attention had not resolved. The reporter provided no causality assessment for disturbance in attention, fatigue and musculoskeletal pain with essure. The reporter commented: begin of symptoms in 2017 and worsening since. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.